Manufacturer narrative:
(B)(4). Batch # n9132p. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining (B)(4) clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. The reported event could not be confirmed as no scissored clips were note during functional testing. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 7/1/2016.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon states that as he was placing clip on cystic duct that the clip scissored. He removed clip and placed a second and that clip did the same thing. Case completed with another device. There were no patient consequences reported.